Event description:
A physician reported that during cataract surgery, after implanting the intraocular lens (iol) into the bag of the patient¿s right eye, one of the iol haptics broke inside the eye. The damaged lens was removed and replaced during the same procedure with another lens of the same model but with different toricity and an additional 0.5 diopter of power. A widening of the main incision was needed from 2.2 to 2.75mm. There was no further impact to the patient. According to the surgeon, the injector was not the cause of the issue, as other implantations were performed in the same day after sterilization. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).